Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The canister was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016, email, (B)(6) 2016, phone call, and (B)(6) 2016 email.

Event description:
The hospital reported that, during a case, the bellows stopped functioning. The clinician reportedly replaced the machine. There was no reported patient injury.